Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller resolved the issue independently, requiring no additional troubleshooting, although the case remained open for follow-up.